Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test the "try it" feature for alert functionality. The patient was advised to try the high alert and then the low alert, patient reported both did not vibrate or make a sound.

Manufacturer narrative:
(B)(4).